Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged, damaged shaft. The analysis of the el5ml found that the device was received with the shaft broken at the distal end, impeding the ability for the device to function properly. Additionally, one jaw and cam ramp was disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar or to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the tip of the device broke. The device was pulled out with the trocar attached. The procedure was finished with another device. No adverse patient consequence was reported. No other details are known. The device along with the trocar will be returned for analysis.